Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headache and breathing has got real bad,difficulty breathing/short of breath,coughing,over weight and dizzy,nasal/throat irritation or soreness and the patient getting health eval for exposure to the foam and possible ingestion of checmicals due to the sound abatement foam burning off in the motor of the device.there is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.